Manufacturer narrative:
(B)(4). The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify download anomaly due to buttons not responding. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's parent stated that the insulin pump was not uploading at the doctor's office and that the insulin pump also had damage. The customer's parent was assisted with troubleshooting for the damage. The customer's blood glucose level was unknown at the time of the incident. The customer's parent reported two cracks in the insulin pump located by the battery compartment. It was unknown how the damage occurred. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was also mentioned that the battery cap could not be taken off. The insulin pump will be returned for analysis.